Event description:
It was reported that during a vns patient's clinic visit, when a medical professional increased the output current of his device, the patient almost did not feel the change in the regular stimulation. After using the magnet, the patient started coughing and he grabbed his throat. He bends over then he fell from his chair. The patient's caregiver mentioned later that at home he got more pain complaints and his foot was more swollen. It was reported that the patient went to the doctor and x-rays were made. He got plaster on his broken foot. It was reported that the system diagnostic test was performed and this showed a proper function of the vns system. No additional relevant information has been received to date.